Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the severely calcified shunt. A 2.5mm x 40mm x 146cm coyote es balloon catheter was used to dilate the lesion. During the first inflation the balloon ruptured at 5 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es with no original packaging or other devices. There was blood in the wire lumen and contrast in the inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were multiple hypotube kinks. There was no evidence of any product quality deficiencies contributing to the confirmed damage. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).